Event description:
It was reported that the patient experienced withdrawal. The patient was admitted to the hospital the day that the event was reported. A catheter and dye study were scheduled to be performed. A catheter issue was reported. The catheter was disconnected from the pump. A catheter problem was reported. The following catheter complications were reported. When a dye study was performed, the dye did not leak out from around the connector. "Nothing came out of the catheter when the dye when aspirating pushed dye through". The logs did not show any motor stalls. The drug used in the pump at the time of the event was morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).